Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event. (B)(4).

Event description:
On (B)(6) 2003, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed 3 cm of aneurysm growth and a type ii endoleak. On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprostheses to treat the type ii endoleak and aneurysm growth. The endoleak was resolved and the patient tolerated the procedure.